Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the patient underwent a magnetic resonance imaging (MRI). It was noted that the lead test was performed, and the impedance was within range and noise could not be created. The implantable cardioverter defibrillator (ICD) was reprogrammed. Ts advised potential further actions. The lead remains in use. No adverse patient effects were reported.